Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering the insulin. The customer had high blood glucose of 350 mg/dl. The customer declined the high blood glucose troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Multiple boluses were delivered during testing. No unexpected bolus anomalies noted during testing. Device functioning properly. (B)(4).